Event description:
On report date and time, nursing supervisor contacted security with report of an injury to a patient. The nurse supervisor stated the patient was in room 16 of emergency room. Supervisor reported that patient had injured herself on a wheelchair. As patient came into the ER lobby, the husband of the patient got a wheelchair for her. The seat on the chair has a bar on either side of the seat. As the chair is deployed from the folded to sitting position these bars mate into some plastic u-shaped joints on the frame of the chair. The chair was not fully deployed as the patient sat in the chair. She took hold of the bar on the left side to balance herself. As she sat down in the chair the seat went down and caught her left middle finger in the u-shaped joint, cutting and injuring the tip of her finger above the fingernail. (Photos available)this is the third such event involving these wheelchairs.====================== manufacturer response for wheelchair, sentra heavy duty======================the manufacturer was called about the problem. I was told they would call me back. I missed their call and so called again. Again I was told I would be called back. I have not heard from them at present.